Manufacturer narrative:
Sample is indicated as available for return. As of the date of this report, sample has not been returned. A follow-up report will be submitted once the sample has been received and reviewed.

Event description:
The patient's liver abscess was punctured and drained, and the catheter was extubated now. The drainage tube was pulled out smoothly, but the lead was not brought out smoothly. The surgeon was asked to assist in diagnosis and treatment. The resistance was great when trying to pull the lead for many times. Finally, the lead was partially broken and some remained in the patient's body.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. A review of returned product from the customer was performed and visually inspected. The sample returned from the customer had the locking string broken and the complaint was confirmed. Package was open and snap off tab and string was loose inside the package. The most probable root cause could be that user used excessive force or improper anchor during the procedure. The tro-car needle could have advanced to the on position and cut/damaged the string. Since the breakage could be due to an event within the user environment. No corrective action is required at this time.

Event description:
The patient's liver abscess was punctured and drained, and the catheter was extubated now. The drainage tube was pulled out smoothly, but the lead was not brought out smoothly. The surgeon was asked to assist in diagnosis and treatment. The resistance was great when trying to pull the lead for many times. Finally, the lead was partially broken and some remained in the patient's body.